Event description:
It was reported that this electrode exhibited oversensing of noise consistent of a integrity issue involving the electrode. The patient will be sent for x-ray imaging, and the electrode remains in service. No adverse patient effects were reported.